Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of 30 ohms. The patient had previously received an inappropriate shock. Technical services (ts) reviewed the episode in which noise, oversensing a shock impedance measurement of 1 ohm was observed. It was noted that the patients work entails performing many body motions of pushing and pulling. Chest x rays were obtained which confirmed electrode migration and the device therapy was then programmed off. The system will be replaced in the near future. At this time, the electrode remains implanted. No adverse patient effects were reported.